Event description:
The pt received his scs system on (B)(6) 2007. It was reported that his ipg pocket was relocated, and the ipg was replaced on (B)(6) 2010, due to discomfort. Follow-up on the pt found no additional issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.